Event description:
It was reported that after appropriate vt detection and therapy the patients rhythms changed to svt, but device delivered additional high voltage therapy inappropriately due to incorrect programming of re-detection settings. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.